Event description:
The blood flow rate of the heart-lung machine's pump ramped up and down and then shut off completely two times.biomed technical assessment: after the case, the two perfusionists changed the pump head in question with one from another position on the same unit. They discovered that the electrical connector from the control unit to the pump head was loose.biomed called in the vendor to inspect and repair the unit. The vendor found nothing new* wrong with the unit, but changed out three of the pump head speed potentiometers as a precaution.*there is a known problem with the blood level detector in this unit that was discovered and was previously reported. The level detector did not contribute to this event.

Event description:
The purpose of this follow-up report is to respond to a FDA request for additional information regarding user medwatch report 0503240000-2005-8052 (letter dated sept. 2005) and to provide the date in field g4 that was inadvertantly omitted from cobe cardiovascular's original medwatch report 1718850-2005-00027. There are two items of additional information requested in the letter and cobe cardiovascular's responses are as follows: 1) there is not specific life expectancy specified for the caps system, including console base, pumps and other modules. However, recent service history for corrective maintenance was reviewed from 2004 through oct 2005. Based upon this data and an estimated of current install base from field service records, the caps pump (of which several are typically installed on one console base) has had an annual failure rate of about 1.9 percent per year for any type of problem, including ones readily serviced (such as a display problem) and which did not involve pump stoppage during a case. 2) based upon similar review of this service history from march 2004 through october 2005, there have been three occurrences of pump stops during a case reported but for reasons (such as motor overloading) other than fluctuating speed as was described in the user medwatch report 050324000-2005-8052. Additional manufacturer narrative: h6) the hospital's internal evaluation (as described in their user report) found only a loose connection of the external control cable to the pump. However, this is likely to have caused the described event as this cable only inhibits the pump in case of alarms which need to shut down the pump. Cobe field service further evaluated the system, including the involved pump, and found no specific defect but a full preventive maintenance check was performed. As part of this preventive maintenance, the speed potentiometer assembly was replaced on three pumps of the system, including the involved pump. The speed potentiometer assembly is used to set the rpm of the pump. After completion of this preventive maintenance, the console base and all pumps were again functioning properly.